Event description:
It was reported that there was a malfunction resulting in high airway pressure during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after calls to end user 01/02/25 and 01/21/25.